Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. A guidewire was successfully advanced through the catheter and deployment of the array was tested and found to be without defect. Next, they tested the irrigation of the catheter and found that there were no problems with irrigation while the catheter was undeployed. However, when in the array was in either the basket or flower position irrigation was not possible. The catheter was dissected and kinks in the irrigation tubing were noted. The reported allegation of irrigation failure was confirmed, and the most likely cause was a manufacturing deficiency. The kinking and stretching observed in the flush lumen were likely due to a mismanagement of the flush lumen during the manufacturing process.

Event description:
During a atrial fibrillation (a fib) pulse field ablation (pfa) procedure a farawave was selected for use. The catheter experienced drip line occlusion. It is unknown if an error message alerted. The device was replaced. The procedure was completed without any patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a atrial fibrillation (a fib) pulse field ablation (pfa) procedure a farawave was selected for use. The catheter experienced drip line occlusion. It is unknown if an error message alerted. The device was replaced. The procedure was completed without any patient complications. The device is expected to return for analysis.